Event description:
It was reported that the zimmer dermatome was not working properly and was "bunching up skin". Additional info received indicated that the event occurred during the procedure and with minimal increase in surgical time. The customer indicated there was no harm, additional harvest, or intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 16 yrs old and was last returned to the MFR for repair on (B)(4) 2012. The inspection found the device displayed a blade position that was not flush with the control bar. There was no damage present on the unit. The motor ran within specifications and the device was in calibration. The cause of the reported issue is likely the user not maintaining the device per proper handling. The device was service and returned to the customer.